Event description:
Patient was taken to the emergency as a result of having hi or perhaps lo blood glucose reactions - cust who called cannot recall on a lot of information including the readings from meter as well as the reading from the emergency service. Patient is a hypoglycemic patient. Cannot recall the readings. Sending a letter to obtain more information from customer.